Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: a1, d4, d5, g4, g7, h2, h4, h6 and h10. Based on the results of the investigation, 4 years or more have passed since the device was manufacture. The freezing image may have occured due to aging of the image processing substrate (dp substrate). The loose locking of the scope connector sockets may have been caused by repeated use for a long period, or that the user attempted to pull out the video connector without lowering the unlock lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The suspect device was evaluated. The software ver. 3.01 is out dated, loose video connector latch, the image was unstable / frozen due to a faulty (dp) printed circuit board. Additionally, there were deep scratches on top cover and a faded front panel on the housing. The device was repaired and returned to inventory. The investigation is ongoing, however, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware while performing an inspection of a customer returned asset, the evis exera iii video system was found to have a loose video connector. Additionally, the image was unstable and froze during testing. There was no report of any problems associated with the device. No patient involvement was reported.